Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No rewind anomaly or prime/fill anomaly noted. Unit had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump could not complete the priming process. Customer stated she is unable to exit the "preparing to prime" loop. Customer stated she has gastroparisis. Customer stated that there was a hospitalization for her high blood glucose with trace of keytones. Customer was not wearing the pump at the time of hospitalization. Customer's blood glucose at time of hospitalization was 376 mg/dl. Customer's blood glucose reading was 148 mg/dl. Nothing further reported.